Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 091256: 16 items manufactured and released on 24-jun-2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Additional item invovled in the event, batch review performed on (B)(6) 2020. Gmk-primary 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 100385 lot 100385: 31 items manufactured and released on 05-may-2010. Expiration date: 2015-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Gmk-primary 02.07.0510fuc tibial insert uc fixed size 5 / 10 mm (k090988) lot. 091789 lot 091789: 24 items manufactured and released on 07-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised femoral component, poly and tibial tray 9 years and 11 months after primary. The surgery was completed successfully.